Event description:
Two days post hvad implantation the patient suffered an ischemic cerebrovascular accident (icva) affecting the right hemisphere and resulting in left hemiparesis. An echocardiogram performed prior to implantation was negative for thrombus. She remained in the intensive care unit during this time for treatment and medical management. Approximately three weeks later, the patient became profoundly hypotensive with associated drop in pump flow and was started on a vasopressor infusion. Preliminary log file analysis confirmed low flow alarms. Repeat CT scan revealed an intracranial hemorrhage. Support was withdrawn and the patient expired. There was no autopsy performed and the pump remains implanted post-mortem. The treating physician does not feel the event was related to the device. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient suffered an ischemic stroke two days after lvad implantation and later suffered a hemorrhagic stroke. It was reported that the patient was started on vasoactive medication due to low flow through the device after the second stroke. The patient was reported to have expired in the hospital. The device remained implanted and was not returned to the manufacturer for analysis. Death and serious, life-threatening adverse events, including stroke and bleeding, have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.